Manufacturer narrative:
The ge healthcare service contractor performed a checkout of the system and confirmed the reported issue. The enhanced sensor interface board (esib) and cpu were replaced to resolve the reported issue. Customer contact reports no patient information available.

Event description:
The hospital reported a vt comp error preventing mechanical ventilation. There was no report of patient injury.